Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. Review of the available records identified the following: a reverse-type shoulder arthroplasty is present with implant disassociation involving the glenosphere, which is displaced superiorly. The left humerus has migrated proximally. There is suspected lucency along the central glenoid screw. No osseous fracture is identified. Fit appears maintained without evidence of loosening. Bone quality is osteopenic. Visual examination of the provided pictures identified multiple scratches. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : product not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products item# 115310; lot# 002530; comp rvrs shldr glnsp std 36mm. Item# 00434901213; lot# 64430724; humeral stem 12 mm stem diameter 130 mm stem length. Item# 00430004615; lot# 62628874; modular humeral head 15 mm head height 46 mm spherical head diameter. Item# 00434903700; lot# unk; dual taper insert. Item# pm0002765; lot# 818030; mcgregor lt pm mini rvs gld. Item# 180552; lot# 583350; comp lk scr 3.5hex 4.75x25 st. Item# 180553; lot# 035520; comp lk scr 3.5hex 4.75x30 st. Item# 115396; lot# 207160; comp rvs cntrl 6.5x30mm st/rst. Report source, foreign: event occurred in (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03468.

Event description:
It was reported that a patient underwent an initial shoulder procedure. Subsequently, the patient was revised due to disassociation. During the procedure it was noted that the central screw was loose and had lost fixation. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.